Manufacturer narrative:
A user facility reported through a medwatch, "rn went into room to respond to the bed alarming "patient hot". Rn took infants temperature, and it read 38.6. Rn aired infant out and retook temp 30 min later. Temp 38. Rn encouraged mom to do skin to skin with infant to help regulate a normal temperature again. Mom did skin to skin and infant returned to a normal temperature. Sticker replaced at every care due to it not holding the temp probe on the infant throughout entire shift. Sticker not staying on babies and not helping the bed regulate appropriate temperature outputs." Deroyal industries, inc. Requested return of the device, however it was marked as not available for return. This investigation is ongoing and not complete at this time. No further information is available at this time. We will provide follow up report when additional information is received.

Event description:
A user facility reported through a medwatch, "rn went into room to respond to the bed alarming "patient hot". Rn took infants temperature, and it read 38.6. Rn aired infant out and retook temp 30 min later. Temp 38. Rn encouraged mom to do skin to skin with infant to help regulate a normal temperature again. Mom did skin to skin and infant returned to a normal temperature. Sticker replaced at every care due to it not holding the temp probe on the infant throughout entire shift. Sticker not staying on babies and not helping the bed regulate appropriate temperature outputs."

Manufacturer narrative:
A user facility reported through a medwatch, "rn went into room to respond to the bed alarming "patient hot". Rn took infants temperature, and it read 38.6. Rn aired infant out and retook temp 30 min later. Temp 38. Rn encouraged mom to do skin to skin with infant to help regulate a normal temperature again. Mom did skin to skin and infant returned to a normal temperature. Sticker replaced at every care due to it not holding the temp probe on the infant throughout entire shift. Sticker not staying on babies and not helping the bed regulate appropriate temperature outputs." Deroyal industries, inc. Requested return of the device, however it was marked as not available for return. Work orders were reviewed and no issues were identified. The certificate of analysis was reviewed and determined raw material was produced to specification. There has been no change to the raw materials or the manufacturing process. An inventory check was unable to be performed as no cases were available to be checked. A complaint to sales ratio was conducted over the past two years and found to be 0.0001%. Root cause: the investigation findings did not identify any issues that would be the cause of the malfunction. Therefore, the root cause was unable to be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information is received.